Event description:
It was reported that during start up for a procedure, the console encountered error 641 and the procedure could not start. The patient was present and sedated at the time the issue occurred. The procedure was not completed due to this event. There was no patient complication.

Manufacturer narrative:
A review of the device history record for the reported greenlight fiber confirmed that the device met all material, assembly and performance specifications prior to release. The console was not returned for analysis. However, the console was investigated on site and during servicing of the console, the field service engineer (fse) confirmed the issue with the laser console. The fse replaced desiccant packs, clean the fiber port and recalibrated the console. The system passed full functional an electrical safety testing. Each system has its own specific calibration set points to match the components being used. Over time the components start to degrade. The issue was most likely caused by the calibration points drifting due to the normal wear. This can trigger different series error codes. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during start up for a procedure, the console encountered error 641 and the procedure could not start. The patient was present and sedated at the time the issue occurred. The procedure was not completed due to this event. There was no patient complication.

Event description:
It was reported that during start up for a procedure, the console encountered error 641 and the procedure could not start. A patient was involved and the procedure was not completed due to this event. There was no patient complication.